Event description:
Reporter alleged obtaining discrepant blood glucose results of 55 mg/dl back to back with a result of 100 mg/dl when testing was performed within 7 minutes on the compact plus system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device replacement product was sent.